Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. A 28x3.0mm taxus liberte stent delivery system (sds) was advanced but the stent would not deploy. The device was removed and it was noted that some of the struts had flared. The procedure was completed with another device. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4)- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. A 28x3.0mm taxus liberte stent delivery system (sds) was advanced but the stent would not deploy. The device was removed and it was noted that some of the struts had flared. The procedure was completed with another device. There were no patient complications and the patient's current condition is listed as "fine". It was further reported that the target lesion was located in the saphenous vein graft (svg) to the left main (lm). The sds was advanced but it never crossed the lesion and there was no attempt to inflate the balloon. The procedure was completed with another of the same size device.

Manufacturer narrative:
Device evaluated by MFR- visual, tactile and microscopic examination of the returned complaint device revealed stent and tip damage. There were several struts on the proximal end of the stent that were extending back up to 90 degrees. No additional damage was observed. There was blood and contrast visible in the distal and midshaft of the device indicating the device was used in-vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the saphenous vein graft (svg) to the left main (lm). The sds was advanced but it never crossed the lesion and there was no attempt to inflate the balloon. The procedure was completed with another of the same size device.

Manufacturer narrative:
(B)(4)